Event description:
Pt reports several years ago, a granuloma formed, and their hcp performed a catheter revision. The hcp is no longer following this pt. The pt's hcp since 2006 does not know when the complaint of the inflammatory mass was first noted, and has no info on what part of the catheter was revised, or how, or what the pt's symptoms were during the event of the inflammatory mass. Pt was receiving morphine via the pump, and said he was getting inadequate pain relief due to the hcp not increasing the dosage past a certain level. The new pump is functioning properly.

Manufacturer narrative:
(B) (4).